Manufacturer narrative:
H2) additional information: d4 (UDI #), d9, h4, h10 h3) device evaluation: medtronic led an evaluation of the reported sterile interface module and the associated device logs. Evaluation of the logs indicated that there were multiple instances of instrument connectivity issues with the sterile interface module (sim) while it was connected to arm cart assembly 1. The sim was replaced with another one in order to continue the procedure. An error code for 'linked to instrument usage read write read sequence' was triggered, which gives a recoverable subsystem inoperable error. Visual inspection of the sim noted that it was returned dry with no corrosion noted on the electrical contacts. Functionally, the sim was loaded onto the continuity test stand. The instrument electrical pass-thru was loaded onto the sim and all pin status' displayed "pass". The sim and electrical pass-thru were then loaded onto the sim 1-wire test stand and the 1-wire ID was read and displayed "pass". The serial number was not read from the device and displayed "fail". The testing was repeated three more times, with the same result. Electrical testing was performed and the sim was read with no observed failures. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a connectivity issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during docking for a robotic laparoscopic right hemicolectomy the double fenestrated grasper was not recognized. It was replaced but was still not recognized. So the sterile interface module (sim) was replaced and then the double fenestrated grasper was recognized. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during docking for a robotic laparoscopic right hemicolectomy, the double fenestrated grasper (dfg) was not recognized. It was replaced and still was not recognized so the sterile interface module (sim) was replaced and then the dfg was recognized. There was no patient injury.